Manufacturer narrative:
The initial reporter also notified the FDA on 26 april, 2021. Medwatch report # mw5100800. Report source other: medwatch report. Investigation summary: it was reported that when the rn was flushing the plunger stopped. To aid in the investigation, six samples in sealed packaging flow wraps were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. A device history record review was completed for provided material number 306546, lot number 0293282. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. It could be possible that the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Rationale: CAPA not required at this time.

Event description:
It was reported that syringe 10ml reg pr saline 10ml fill plunger was difficult to move. The following information was provided by the initial reporter: material no.: 306546 batch no.: 0293282. It was reported that when the rn was flushing the plunger stopped. Per customer response: there was no physical impact to the patient, just a short delay in treatment. Because the same issue happened with multiple patients and multiple nurses we were instructed by our hospital administration to isolate the entire lot of saline flushes. We currently have them isolated in storage until we receive further instruction from the manufacturer. Our fear was that if we return them to the wholesaler they may be shipped to someone else before an issue with this lot is investigated. Per complaint details: mw5100800: a 0.9% sodium chloride inj. Usp bd psiflush 10 ml syringe. Lot 0293282. Rn flushed port-a-cath. Saline flush stopped after partial dose administered. Couldn't push forward or pull back. Prior and subsequent flushes (same lot) worked fine.